Manufacturer narrative:
The leaks or loose pipes at the y connector would interrupt the patient therapy, and the patient could become hypoxia.

Event description:
Cannulas are leaking.

Manufacturer narrative:
The leaks or loose pipes at the y connector would interrupt the patient therapy, and the patient could become hypoxia. Complaint stated as all four cannulas 0556 (from lots 0326622j03 & 032022j03) and 16-soft-4 (from lots 524262 & 425262) had leaks. Complaint unconfirmed due to lack of photos and no returned inventory. There was no inventory of any of the lots. For the DHR reviews, there was no nonconformities or failed inspections. Scrap and parts were pulled indicating that visual inspections caught errors. In the last 24 months, there have been (B)(4) related complaints for part 0556, and (B)(4) related complaints for 16-soft-4. Risk(pfmeaassy001): step 120: qc carries out inspection - non-conforming material in visual specifications/ functional test failure - components out of visual spec/components out of dimensional spec, s=7 o=1 d=4 rpn=28. Root cause cannot be determined at this time, however, most likely root cause is little or no bonding agent applied to bonding location during assembly. UDI related data quality updates only.

Event description:
Cannulas are leaking.

Event description:
Cannulas are leaking.

Manufacturer narrative:
The leaks or loose pipes at the y connector would interrupt the patient therapy, and the patient could become hypoxia. Complaint stated as all four cannulas 0556 (from lots 0326622j03 & 032022j03) and 16-soft-4 (from lots 524262 & 425262) had leaks. Complaint unconfirmed due to lack of photos and no returned inventory. There was no inventory of any of the lots. For the DHR reviews, there was no nonconformities or failed inspections. Scrap and parts were pulled indicating that visual inspections caught errors. In the last 24 months, there have been 2 related complaints for part 0556, and 3 related complaints for 16-soft-4. Risk(pfmeaassy001): step 120: qc carries out inspection - non-conforming material in visual specifications/ functional test failure - components out of visual spec/components out of dimensional spec, s=7 o=1 d=4 rpn=28. Root cause cannot be determined at this time, however, most likely root cause is little or no bonding agent applied to bonding location during assembly.